Manufacturer narrative:
Additional information confirmed the lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant, this right ventricular (rv) lead was found dislodged as confirmed with an interrogation and fluoroscopy. As result, the patient underwent a revision wherein the lead was explanted. A new rv lead was implanted at the procedure. No additional adverse patient effects were reported.